Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not detach from the catheter to deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investiagation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed, and it was confirmed under high magnification that the capsule locking tabs appeared damaged. The clip assembly was disassembled for futher analysis and the bushing had some hits. Additionally, x ray analysis was performed, and it was noted that the yoke was detached to the control wire. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled, and the flattening wire was confirmed to be within specification. A dimensional analysis was performed on the braided shaft, and the length measurement was within specification. A dimensional analysis was also performed on the control wire, and the length was confirmed to be within specification. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not detach from the catheter to deploy. There were no patient complications reported as a result of this event.